Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging all the keypad buttons were unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: during investigation, the original complaint about the keypad was unable to be duplicated. There was no damage or peeling to the keypad. All keys were responsive. The keypad was removed and there was no evidence of contamination found. There was a leak due to cracked pump case. There was moisture found on the display and there was moisture corrosion near the keypad connector on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.